Event description:
Discomfort with contact lens since 2006. Keratitis at left eye. Small white infiltration -subepithelial- corneal specimen -scraping- obtained 4 days later - positive culture for fusarium. Care solutions - negative for bacterias, fungus or acanthamoeba. Treatment: natamycin -pimaricin 5%- h/h and ketoconazol 200mg -bid- contact lens solution: renu with moistureloc. Contact lens type: acuvue oasys, daily wear -22-112-. Event did not abate after use stopped.